Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)-incomplete. The lot number is currently unavailable.

Event description:
It was reported that the suction does not work. No patient consequences.

Manufacturer narrative:
(B)(4). Investigation summary: the device was received and evaluated. Visual observation revealed saline residue in the suction tube, which indicates the device was used. The reported failure was suction issue therefore this device will be sent to the supplier for further evaluation. During functional testing, the fault raised by the complainant, ¿suction does not work¿ was confirmed, with the established flow rate being outside the required specification. The cause for this was attributed to tissue being evident in the suction path at the tip of the electrode. This was proved to be the case when subsequent activation tests dislodged the tissue and with a retest a flow rate within the required specification was achieved. Possible root cause for the reported failure based on the evaluation results of this device shows the suction problem was caused by normal procedural debris. No lot numbers were supplied which precludes conducting a device history record review or a lot specific search in the complaints handling system. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Event description:
It was reported that the suction does not work. No patient consequences. Additional information from affiliate 2-5-18: the issue was detected while using the electrode. During the procedure. No surgical delay. The suction pump connecting to wall suction. The procedure was able to be completed. Alternatives were readily available.